Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked from the connection point when connected to a bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, a cut was observed in the tubing near to the assembly with the drip chamber. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.